Event description:
The lay user/patient's wife contacted lifescan (lfs)on june 26, 2007, in response to the punctured vial notification. Lfs contacted the wife and obtained further information. The wife reported that her husband, who is nearly blind, had two hypoglycemic events in 2007 and was wondering if the test strip vial, which they used at that time, were damaged. She did not notice a hole in the vial, but thought she may have overlooked a hole. The patient and his wife were not able to give exact details to lfs. The night prior to the first hypoglycemic event, the patient had tested on the one touch ultra meter and the wife guessed that the result was "higher than 200 mg/dl". She could not remember any symptoms. The patient usually tests his blood glucose prior to going to bed and around 11 pm, and always takes the basal insulin (based on sliding scale) at that time. However, since the wife does not recall the exact result, she could not remember the exact amount of insulin she gave, but believes she gave him 17 or 18 units of sliding scale insulin. Around 2 or 3 am, the wife woke up since the patient (although sleeping) was restless, shaky, and sweaty (he experiences these symptoms when his blood glucose is low). She tried to wake him up, but "nothing happened" and the wife assumed that he was unresponsive. She did not attempt to test the patient at this time, but immediately got a glucose injection, but since the patient was really restless, shaky, and "in move," she could not set the injection correctly. She then called the paramedics. When the ambulance arrived, their meter result was 25 mg/dl. The patient was given IV glucose and the ambulance left after 1 hour. The patient was not tested with his meter/strips after feeling better. The patient tests 4-5 times/day and takes normal basal insulin, both based on a sliding scale. Another event occurred 2 or 3 days later (exact time/date not provided). During this second event, the patient experienced the same symptoms as the first event. The wife tested him on the ultra meter with a result of 39 mg/dl, which correlates with the symptoms. She also injected him with glucose and did not call the ambulance or the doctor this time. The patient felt better after about 1/2 to 1 hour later. Although the reporter/patient was not able to provide any specific blood glucose readings or the insulin dosage administered, this complaint is reported because the reporter alleged the patient suffered 2 hypoglycemic events while using the lfs meter. Test strips and control solution were sent to the lay user/patient.